Manufacturer narrative:
(B)(6). Concomitant products - shell porous pn: 00620205422 ln: 62484920, modular neck pn: 00784802200 ln: 62489295, biolox delta head pn: 00-8775-032-02 ln: 2709899. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a closed reduction approximately two months post-implantation due to dislocation. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographic findings state the components appear intact and show no gross evidence of loosening. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.